Manufacturer narrative:
Additional narrative:as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a cervical surgical procedure, it was observed that the motor device ran warm. According to the reporter, the surgeon had already decorticated through multiple layers of bone when around two hours into the procedure, the device run warm. The reporter indicated that it was slightly uncomfortable to the surgeon's touch and he still had - "a ways to go". The surgeon then requested a second device to be prepared and made sure the foot control device had oil. According to the reporter, the foot control device had been in use all day and was low on oil. It was the last case of the day and it appeared the oil was not filled between cases. The staff readied the second device and filled the foot control device with oil. The reporter indicated that they were not sure if the low oil from the foot control device and warm temperature after being two hours into the case damaged some of the components inside the device. There are no allegations reported for the second device and the foot control device. There were no delays to the surgical procedure as identical spare devices were available to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a hole in the hose at the muffler and there was damage on location 1 of the muffler. The assignable root cause of the damaged hole was due to a manufacturing fixture. This issue has been escalated to CAPA. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.